Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the investigation is inconclusive, as the sample was not returned for evaluation. The root cause for the reported issue could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) state: precautions: 1. Carefully inspect the device prior to use to verify that it has not been damaged during shipment. Do not use if device damage is evident. 2. Discontinue use of the device if damage, malfunction or contamination is suspected during use. 3. For experienced physician use only. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a treatment for a lesion, the pressure gauge of the inflation device allegedly would not measure the pressure correctly. The pressure initially read as 14 atm and then read as 8 atm. There was no reported patient injury.